Event description:
Caller used the terms 'faulty', 'non functional' and 'not working' as it relates to scs system. The caller states that per the pt, starting a year ago the pt said the system stopped working for her symptoms so she left the ins off. The pt then said the surgeon is going to take the system out but it has not been taken out yet. The pt states she now is unable to charge the ins to turn the stimulation on. Agent reviewed options as it relates to MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.